Event description:
The home pt reported that occassionally the volume of a delivered breath would leak away too quickly despite the use of a peep valve. The co's customer support engineer (cse) verified the leak. The cse inspected the device and replaced the outlet check valve. The unit passed extending testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.